Event description:
The pt developed an infection along the "wires" in his back and the total device sys was explanted two yrs ago. He did not have any problems with his device sys prior to the infection and it did help with his pain for a couple of yrs. He now uses a tens unit for his pain.

Manufacturer narrative:
(B)(4).